Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely after the implantable cardioverter defibrillator provided inappropriate anti-tachycardia pacing for a bigeminal rhythm. Programming changes were made on the device. Patient was stable.